Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The entire trans-venous implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg. The entire trans-venous ipg system was sent to pathology laboratory for culture. Medical intervention was required as a result of this event. No further patient complications have been reported as a result of this event.